Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Functional testing was performed and no failure was identified related to the reported undefined alarm.

Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became shattered and unresponsive. In addition, it was reported that an unspecified alarm occurred intermittently. The customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.